Event description:
The customer contacted physio-control to report that their device did not deliver a defibrillation shock to a patient after the first analysis of the patient's heart rhythm. According to a doctor on site, the patient's rhythm was shockable. There was patient use associated with the reported event however, however, there was no adverse patient outcome.

Manufacturer narrative:
Physio-control downloaded and evaluated the electronic patient record. The device inappropriately reached a no shock advised decision for one analysis of a rhythm that could be called rapid torsades de pointes or ventricular fibrillation. The no shock advised decision was due to the steep slopes in the ECG waves. In both of the two subsequent analyses, a shock advised decision was appropriately reached for ventricular fibrillation. The shock advisory decisions were all consistent with the design of the device. The device was evaluated and proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.